Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was located on the right side of the abdomen on the skin area directly under the sensor adhesive. The patient stated that she started experienced swelling and redness on (B)(6) 2017 and removed the sensor due to the reaction and visited her health care professional. On (B)(6) 2017, patient went to a health care professional to receive treatment for the reaction and was prescribed a topical prescription, which the patient used to treat the affected area. Details of what type of topical prescription the patient was given is unknown. At the time of contact, the patient was doing well and still wearing a sensor. No additional event or patient information was provided.